Event description:
The customer reported that she fell in the river while wearing the insulin pump, and the device had a frozen display. Troubleshooting was performed. The battery was removed and reinstalled, and the insulin pump started scrolling on its own. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.